Manufacturer narrative:
The device associated with this event was returned and underwent functional testing, where no issues were reported. The returned device functioned as intended.

Event description:
The patient stated the blood pressure cuff became tight and caused bruising.